Event description:
On (B)(6) 2000, an ambicor ipp was implanted. On (B)(6) 2009, the entire device was removed and replaced due to pt complaint that the device failed to inflate. No pt complications were reported.